Event description:
It was reported that the customer experienced a blood glucose (bg) level of 497 mg/dl. Cause was not known. The customer mentioned they went to the emergency room (ER) on (B)(6) 2022 and they were subsequently hospitalized in the ICU for eight hours. The customer received IV and fluids of saline and insulin to address the bg. The customer was released from the hospital on (B)(6) 2022 with no injury or permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.